Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid 2.5 mg/ml at 1.1280 mg/day and bupivacaine 5 mg/ml at 2.2559 mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported the patient experienced withdrawal symptoms and the pump was alarming. The event date was noted to be (B)(6) 2016. The patient was inadvertently scheduled for a pump refill on (B)(6) 2016, but the low reservoir volume alarm date on the paperwork was (B)(6) 2016. It was noted the patient had chest pain, nausea and sweating for the last 4-5 days, and was concerned that the pump stopped working after falling recently. The patient was hospitalized and reportedly felt better after receiving several doses of intravenous (IV) dilaudid, and was then discharged. The patient's pump had been alarming every 10 minutes for the last 2 days. It was noted the manufacturing representative contacted the pain physician to inform him the patient's pump was dry. The patient was also instructed to call his pain physician regarding this issue. The issue was not resolved at the time of the report. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's medical history was unable to be obtained. The patient's status at the time of this report was "alive-no injury." No surgical intervention was performed or planned. Additional information was received that the pump was empty because the patient missed his refill appointment. The plan was to refill the pump. It was noted the patient experienced withdrawal symptoms as a result of an empty pump. The exact date of when the pump went empty was unknown because the healthcare provider (hcp) did not have access to the logs.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid 2.5 mg/ml at 1.1280 mg/day and bupivacaine 5 mg/ml at 2.2559 mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported the patient experienced withdrawal symptoms and the pump was alarming. The event date was noted to be (B)(6) 2016. The patient was inadvertently scheduled for a pump refill on (B)(6) 2016, but the low reservoir volume alarm date on the paperwork was (B)(6) 2016. It was noted the patient had chest pain, nausea and sweating for the last 4-5 days, and was concerned that the pump stopped working after falling recently. The patient was hospitalized and reportedly felt better after receiving several doses of intravenous (IV) dilaudid, and was then discharged. The patient's pump had been alarming every 10 minutes for the last 2 days. It was noted the manufacturing representative contacted the pain physician to inform him the patient's pump was dry. The patient was also instructed to call his pain physician regarding this issue. The issue was not resolved at the time of the report. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's medical history was unable to be obtained. The patient's status at the time of this report was "alive-no injury." No surgical intervention was performed or planned. Additional information was received that the pump was empty because the patient missed his refill appointment. The plan was to refill the pump. It was noted the patient experienced withdrawal symptoms as a result of an empty pump. The exact date of when the pump went empty was unknown because the healthcare provider (hcp) did not have access to the logs. Information was later received that patient was refilled in the office on (B)(6) 2016. The logs revealed a critical alarm for an empty reservoir, which began on (B)(6) 2016. It was noted the patient was noticing pain relief from the pump now. Additional information received from the manufacturer representative indicated the pump did not stop working. It was determined the withdrawal symptoms were related to the empty pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative indicated the pump did not stop working. It was determined the withdrawal symptoms were related to the empty pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.